Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8578, lot# n233843004, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient's im planted infusion pump containing unknown medication(s) (dose(s) and concentration(s) unknown). The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump was being replaced for end of service (eos) on (B)(6) 2017, and the hcp decided to replace the catheter if no cerebrospinal fluid (csf) could be aspirated during the procedure. The catheter was 16 years old, and the patient had a history of inflammatory mass at the catheter tip. The catheter aspiration was not successful, and the catheter was replaced with the pump. It was unknown if any environmental, external, or patient factors caused or contributed to the issue. It was unknown if the issue was considered resolved, and the patient status at the time of report was alive - no injury. Per pump logs, the pump was in off state at the time of replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.